Event description:
The customer reported that the s/5 anesthesia monitor was not omitting any audio. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Occupation of reporter is unk.